Manufacturer narrative:
Block h6 device code: imdrf device code a0501 captures the reportable event of working length detached. Block h11: investigation results, the returned celebrity brush was received for analysis. Visual examination revealed that the working length yellow tubing is detached from the handle which doesn't allow the brush extension. The reported event was confirmed. Based on the available information, the investigation findings were most likely a result of the manipulation of the device once it was taken out of the pouch. If it was grabbed by the yellow tubing, it could have gotten damaged internally and when deployed during the preparation it wouldn't deploy normally. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a celebrity brush was used during a robotic bronchoscopy procedure performed on (B)(6) 2024. Before the device could be used, the brush would not deploy. The yellow tubing was broken off. The procedure was reported to be completed with another of the same device. There were no patient complications reported due to this event.

Manufacturer narrative:
Block h6 device code: imdrf device code a0501 captures the reportable event of working length detached.

Event description:
It was reported to boston scientific corporation that a cellebrity brush was used during a robotic bronchoscopy procedure performed on (B)(6) 2024. Before the device could be used, the brush would not deploy. The yellow tubing was broken off. The procedure was reported to be completed with another of the same device. There were no patient complications reported due to this event.